Event description:
This event was reported several days after by the staff and so the following reflects one of two cassette sets that were used. The date of purchase is not known because the cassettes were here on trial. Product number 40-350 sterile universal primary i.v. Pump set with mini-bore patient line for use with flow pump. Appriximal 10ml. Cassette - 2.6ml. Patient line - 2ml universal - approximately 20 gtts/ml. 110 in long. - clamp - roller clamp - collection bag - leur lock/slip needle adaptor or #11169 15ml./per gtt. The patient was being transported to the operating room by the staff because the patient had begun to bleed after a CABG. In the attempt to get the patient to the operating room the wall was hit at a 45 degree angle causing the casette to fracture. An flow pump 4000 + was in use at the time of the incident. The patients flow of medication was interrupted and his blood pressure immediately dropped. With the fast inter vention of the anesthesia staff medication was administered that satbilized the blood pressure and there was no prolonged period without blood flow. Although the flow pump has been modified to protect the cassette it was evident that if the cassette is bumped it can be fractured. This is of concern because outside of the operating room where care is often rendered in a hurried manner the fragility of the cassette is of concern.device labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: design, cassette. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: other. The device was destroyed/disposed of.